Manufacturer narrative:
Three pts who were dialyzed on the same machine on the same day were admitted to the hospital for metabolic acidosis. See user facility medwatch reports (B)(4) also. Investigation concluded that the events were a result of a sequence of conditions/errors: acid pump was out of specification, high (0.31 ml. More per 20 strokes) which contributed to a higher than expected dialysate conductivity. Wall box pressure to deliver acid concentrate was out of spec. High (10 psi vs. Specification of 2 psi) which contributed to a slight increase in the conductivity and acid drawn into the machine. Machine was programmed for 150 sodium and 25 bicarbonate, which increased the acid portion drawn into the machine. The prescribed settings are 140 sodium and 35 bicarbonate. Based on the pts' diagnoses, tests performed and recorded machine conductivity readings, pts could have been dialyzed with very little or no bicarbonate. The documented dialysate ph of 7.0 and conductivity of 14.0 on the treatment sheet do not correlate to the calculated or expected values. With very little or no bicarbonate, the ph would have been approx 4.7 and conductivity at the programmed sodium and bicarbonate would have been approx 15.0. MFR. Complaint file #: (B)(4).

Event description:
The pt was 2 hours and 40 mins into treatment when she complained of nausea and wanted phenergan. It was reported she then began to vomit and requested to discontinue treatment. The pt was then admitted to the hospital with a diagnosis of metabolic acidosis. The pt was dialyzed in the hospital and released within two days. In review of the event the following technical items were found: the base machine na had been moved from 140 to 150. The base bicarbonate machine setting was moved from the 35 down to 25. The better water pressure regulator was found to deliver acid at 10 psi. The machine safety checks to include machine test, ph and conductivity were all found in normal limits.